Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported deployment issue and stent elongation. The additional therapy was due to case circumstances.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified superficial femoral artery. Pre-dilatation was performed with a 5 mm non-abbott balloon for 2 minutes until the outer diameter was 5.4 mm. A 6f sheath was placed and a 5 x 200 x 120 mm supera self-expanding sent system was advanced to the lesion; however, after 5 cm of the stent had been deployed, elongation of more than 10% was noted and the stent was implanted in the common femoral artery still in the diseased lesion. Another supera was deployed in the distal portion of the lesion. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.